Event description:
Physician removed and replaced the device 4 months postop due to the pt's complaints of discomfort. After removal physician observed a scratch on the optic. The association between this event and the iol is not known.